Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor and paired it with the libre app, after which the sensor did not connect to the ilet pump; the user was advised to scan the sensor with the ilet app and to use a new fl3+ sensor to restore pairing. No clinical symptoms were reported. Outcomes included dosing projected to stop soon due to loss of cgm data. Customer care provided troubleshooting and user education regarding correct pairing workflow. Investigation of this case revealed that sensor pairing failed because the sensor had been started in a non-ilet app, which prevented linkage to the pump; the device components implicated were the cgm sensor and app interface. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.